Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) pump was not working. The cylinders would not inflated. The device was replaced with a 21cmx12mm ipp. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.